Event description:
Caller states that a patient reportedly received the following results on a mobile meter, compared to lab results, within 10 minutes: 6 mmol/l (meter) and 3.7 mmol/l (lab). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.